Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and during the manufacture of the product no complaint related issues were found. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device was used to a munltiloc 8mm together with the dedicated instruments for a fracture of the proximal humerus surgery. When drilling the distal screw hole, the drill was interfered with the nail. The surgeon used a k-wire for enlarging the distal screw hole to insert the screw and the procedure was successfully finished. The surgical delay was reported but concrete minutes. This report is 4 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The visual inspection of the returned device performed as part of the product investigation reported no visual signs of damage or impairment were found. The interferences between nail and drill occurred most probably because of a combination of different influencing factors: excessive tightening of the connection screw, using the trocar to create a starting point for drilling, other forces (i.e. Small incisions) on the entire construct/ assembly. All these factors are described in the current surgical technique (036.001.247). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.